Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the healthcare provider, it was learned that the device was explanted due to a sizing issue.

Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported to boston scientific corp that a endovive initial placement peg kit was used during a peg placement procedure performed in 2009. According to the complainant, two months later, the pt was referred to the hosp. The pt was experiencing vomiting, fever, and signs of a blocked peg tube. The physician performed an endoscopy and found that the internal bolster was located approximately 2cm in the stoma channel. The physician removed the peg and treated the pt with antibiotics. The procedure was completed with another manufacturer's j-tube. The pt's condition at the conclusion of the procedure was reported to be okay.